Manufacturer narrative:
The device was returned to olympus for inspection. Due to expired life expectancy of circuit board, the supply pressure sensor did not work properly. The circuit board was replaced, and the software was upgraded in accordance with the recall requirements. This replacement and upgrade were performed as a proactive correction per the recall procedure and was not associated with any reported or observed malfunction. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high flow insufflation unit to the service center for a separate issue. During the device analysis, the service engineer indicated that the supply pressure sensor did not work properly. It was determined that the circuit board needed to be replaced.  There was no patient involvement.